Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had a poor image. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
Updated fields in: b5, d9, h2, h3, and h6. Corrected field: h8. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: torn cable with exposed wires and scratched charged coupled device (ccd) lens. A definitive root cause could not be identified. Based on the customer allegation, the probable cause of the reported event was not confirmed and there were no problem detected. The probable cause for the torn cable with exposed wires and scratched charged coupled device (ccd) lens were cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information from the customer received.